Event description:
Reporter alleged blood glucose measured 436, 213, and 140 mg/dl all performed back to back within one minute of each other. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.